Event description:
A procedure was being done for laparoscopic tubal sterilization and peritubal cyst removal. The surgeon then saw a piece of the black insulation material in the abdomen, which was retrieved without difficulty. No pt problems occurred. Examination of the grasping forceps found that some material, about 3 inches long, had come off. The forceps shaft was bent and scraped on the edge of a trocar sleeve that was used with it.